Manufacturer narrative:
Final analysis of the catheter found that damage occurred to the catheter body and guidewire during the implant procedure. As received, the guidewire was protruding from the middle set of dispensing holes. The event information indicated that this occurred while attempting to implant the catheter and was not that way when the catheter was removed from its packaging. The guidewire was removed from the catheter for decontamination purposes. After that step, the guidewire was re-inserted all the way into the catheter and went all the way to the end of the catheter without protruding through any dispensing holes. Also, there was a very gradual bend or arc in the guidewire from its very tip to about 13cm proximal from there. Conclusion: no longer applies.

Event description:
It was reported that the physician was having difficulty at implant with the catheter tip moving retrograde and had to reposition the needle. When the catheter was withdrawn, the stylet appeared to be through the wall of the catheter. The catheter was then removed from the sterile field and a new catheter was implanted. There were no patient symptoms or injuries related to the event. The device system was to deliver dilaudid.

Manufacturer narrative:
Product ID: 8709sc, lot# h850910310, product type: catheter. (B)(4).